Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited loss of capture and noise that was oversensed and led to automatic mode switch (ams) episodes. The lead will continue to be monitored by the physician. No intervention was performed. The patient had no adverse consequences.